Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.00 diopter, implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2021. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown.